Manufacturer narrative:
(B)(4). The lot 14b023 was manufactured between february 4, 2014 and february 5, 2014. Evaluation summary: the sample was received for evaluation. Visual inspection identified white drug residue at the connection of the blue winged luer cap, suggesting a leak had occurred. Visual inspection identified a loose blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. The next day, there was no leak observed at the connection of the blue winged luer cap. The cause of the reported leak was determined to be an untightened blue winged luer cap. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking. The device had been filled with 4500 mg fluorouracil in 0.9% sodium chloride. The reporter was unable to specify the location of the leak, but reported that the bag the device had been shipped in was wet inside. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.